Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without delay. The philips field service engineer (fse) went onsite and confirmed that the geometry movements were not possible due to faulty geometry module. The cause of the geometry module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geometry module and downloading software by the field service engineer has resolved the reported issue and restored the functionality of the system. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.